Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Upon ac mains power the device displayed "pacer disabled" and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.